Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator was showing an e433 error. The issue occurred, during maintenance. There were no patient or procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the e433 error was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to a fault on the printed circuit board/high voltage power supply board. Olympus will continue to monitor field performance for this device.